Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation of a causal relationship between the peritonitis and use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or cycler set leak or defect reported for this event. The pdrn stated the cause was unknown; however, the culture result of staphylococcus aureus suggests a breach in aseptic technique. Staphylococcus aureus is most often found in the human nares and on skin. (Melissa conrad stoppler, 2018) and accounts for most pd peritonitis events caused by touch contamination. (Salzer, 2018) all pd patients are at risk for infection due to a compromised immune system and because dialysis techniques increase the potential of microbial contamination. This patient is also diabetic which increases the risk of infection. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A pdrn for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient experienced peritonitis. Upon follow up, the peritoneal dialysis nurse (pdrn) stated that the patient presented to the emergency room (ER) on (B)(6) 2019 with complaints of severe abdominal pain, vomiting and cloudy pd effluent. The patient was admitted to the hospital and diagnosed with peritonitis. A pd effluent culture resulted positive for staphylococcus aureus. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin (dose, frequency and duration unknown). The patient was discharged from the hospital on (B)(6) 2019. On (B)(6) 2019 the patient was seen at the pd clinic for repeat cultures. At that time, the physician changed the antibiotic treatment to ip ancef (dose, frequency and duration unknown). On (B)(6) 2019 after one week on ancef the patient presented to the clinic for repeat cultures and reported a rash all over her body. It was determined that the patient was having a reaction to the ancef and she was given a loading dose of ip vancomycin 1g and instructed to continue administration every three days. As of (B)(6) 2019 the patient¿s repeat culture was still growing staphylococcus aureus and the vancomycin trough (concentration) resulted with 7mcg/ml (low). The patient was instructed to come to the pd clinic for another loading dose of ip vancomycin 2g; however, they were out of town and stated they would back on (B)(6) 2019. There is a possibility of removing the patient¿s pd catheter (not a fresenius product) if the infection does not clear. The cause of the peritonitis is unknown. Reportedly, the patient follows proper procedure related to aseptic technique which was demonstrated to the pdrn. The patient¿s caregiver assists the patient with pd set-up and the pdrn has not verified that they are following proper aseptic technique procedure.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.